Event description:
During the procedure, the hemostasis valve detached when the dilator was withdrawn. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of the hemostasis valve becoming detached was confirmed. The hemostasis cap was detached and separated from the hemostasis hub of the introducer sheath. Microscopic examination revealed the presence of a fractured sonic weld, consistent with forcible contact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached hemostasis cap is consistent with damage during use.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 2182269.